Event description:
It was reported via phone call, that the customer received a button error alarm, and the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 50mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was noted on the keypad traces. No button error alarm noted during testing. The device had broken belt clip slot, cracked case near display window corners, cracked on display window, cracked reservoir tube lip, minor scratches on reservoir tube window, and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.